Event description:
On 09/27/06, a report was called in, via telephone from a dealer regarding an alleged end-user incident involving a lumex rollator. The end-user was interiewed, via telephone. Per the end-user's account, the left front wheel came off during use. When the wheel came off, the end-user fell forward and fell across her dishwasher. There were no witnesses. No permanent injury was expressed, only bruising and muscle strain, but the end-user alleges pain to the right side of her leg and hip. The end-user sought medical attention at the emergency room. End-user suffers from back injury related to a workman's compensation case claim.